Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: product ID: 8575 (lot: j0452923r); product type: 0184-catheter; implant date: (B)(6) 2005. Brand name: indura; product ID: 8703w (lot: l56470); product type: 0184-catheter; implant date: (B)(6) 1999. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable pump infusing an unknown drug. The indications for use was non-malignant pain. It was reported that the patient mentioned that the catheter "was destroyed with the last pump, it was dissolved" and the patient wasn't getting the medicine for the last year and a half or two years with the old pump. The patient stated that therapy is working better with the new pump.